Event description:
It was reported, the gyrus, pk-sp generator displayed error code: 400. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The reported failure was unable to be confirmed or repeated during inspection. This error code can happen if an electrode is attached and activated without a saline solution being present or there is an electrode connection fault. Olympus will continue to monitor field performance for this device.